Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not receiving a signal from the ECG port. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. During initial investigation, the unit pumped with a system trainer and 40 cc balloon. The fse found no errors with ECG gain. Then, the fse attached the patient minisim and checked ECG signals at 50 bpm, 80 bpm, and 120 bpm with no errors. Then, the fse checked external ECG signals and found no discrepancies. The unit functioned to factory specifications. The unit passed complete preventive maintenance and was released to customer for clinical use.